Manufacturer narrative:
One device was returned for analysis of complaint that there was high pressure alarm/blockage alarm. A "high pressure" alarm and a "no disposable" alarm were recorded in the event log multiple times. There were no services previously reported. The reported problem was confirmed. The root cause of the events was an anomaly in the downstream occlusion (dso) sensor and the air detector. The components were replaced. The device passed all functional tests with no problem after the repair was completed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was high pressure alarm/blockage alarm. There were patient involvement and no harm reported.